Event description:
The customer went to the emergency for high bgs. The customer stated that the bgs were high because customer did not realize that the pump had given an off no power alarm. The customer used manual injections to treat high bgs, but the bgs were already high and customer was vomiting. At the time of call, the customer received a replacement pump and had left the hosp.